Event description:
On january 16th, started wearing contacts and solution for the first time in her life. On march 3, 2006 she was treated for a wk for an infection in her right eye after wearing contacts and solution. She was advised to return to use the contacts and solution on 3/13/06,then on 3/18/06 she was seen again by a specialist because the infection had re-appeared severe and was treated for two wks, she was advised to return using her contacts and solution on 4/24/06. Then on 5/19/06, she had an even more severe infection in her right eye that was now affecting her cornea, she was treated by three different specialists that have prohibited permanently her from using any contacts or device inside her eye due to the severity of her last infection.